Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed to turn his old insulin pump on to retrieve the settings and transfer them to his new insulin pump. When he turned it on, the insulin pump alarmed battery out limit followed by a failed battery test. The customer declined troubleshooting. Customer's blood glucose level was not reported. The device was not returned.